Event description:
During pregnancy in (B)(6) 2012, had blood work sent to maternit21 by sequenom. Genetic counselor from our hospital called days after christmas with news that this testing revealed over 90% chance of our daughter having trisomy 13. An amniocentesis was strongly recommended and a birth plan that involved actions to be taken in case of the serious complications, including death. Monthly ultrasounds were conducted and right before her birth a problem with her stomach was found (a soft marker for t13) and an amnio was done that day. I had waited as long as I could in case amnio triggered miscarriage labor. Final results came back around her birth. Results were negative and she is now a healthy, happy (B)(6) month old. Since then, my nurse also had a false positive for t13 and npr ran a story with comments on effects of false positive on pregnant women. This test made the last 6 months of my pregnancy the worst time of my life. I cried every day. I had to have a conversation about ending the life of my child. I contemplated suicide. I was strongly urged to risk life of my child to confirm/deny these test results. These tests are not fully explained before patient sends blood work and my husband and I are college graduates and we still do not understand the statistics of the results. This is a flawed system that harms people.